Manufacturer narrative:
(B)(4). The reported complaint was not able to be confirmed by the photo. The customer returned one unit of 528135 visistat 35r 6/box for in vestigation. The bottom component of the complaint sample was observed to be positioned incorrectly. The pusher was observed to be tilted downwards into the staples. In addition, the bottom component was observed to be bent in the cover block. Upon functional testing, the first staple fully formed and released. To simulate insertion into the skin, the stapler was fired into a simulated skin pad. The stapler released one unformed staple out of 16 firing attempts in the skin pad. The remaining 15 attempts were correctly formed and released in the skin pad. The device was disassembled and die casting anomalies on the forming tool were also discovered. A device history record review could not be performed as no lot number was provided. DHR investigation did not show issues related to complaint. Teleflex will continue to monitor and trend on complaints of this nature. Other remarks: n/a. Corrected data: n/a.

Event description:
It was reported that "6 of staples jamming. 10 of staples split apart. 3 of continuous staples at once release". No patient involvement.